Manufacturer narrative:
Customer returned one broken wgprime25 from lot number 0000188133. Using microscope visually checked file. No manufacturing defects or markings noted on file. File was broken high on the shaft, just were the flutes start. Approximately 16mm of the file was broken off. Due to the condition in which the file was returned no additional testing can be performed. No unused files returned.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a waveone gold reciprocating file broke during use. The broken piece could not be retrieved and was incorporated into the filling.